Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event and action with pd therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up, the physician reported the peritonitis event was amended to eosinophilic peritonitis manifested by cloudy dialysate, abdominal pain and not feeling well. The cause of peritonitis was suspected as an allergic reaction to nutrineal. Two days after event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin (1 gram) and ip ceftazidim immediately in physioneal and ip cefazolin (1.5 gram) and ip ceftazidim (2 gram) in extraneal (nightly) for the event. Twenty-three days later, antibiotic therapy was discontinued. Two days later, pd therapy with nutrineal was discontinued and was replaced with physioneal. After stopping nutrineal therapy, the cloudy effluent discontinued. Twenty-seven days after hospital admission, the patient was discharged from the hospital. The patient was recovered from the event 41 days after event onset. Physioneal and extraneal as it was reported the cause of the peritonitis was associated with a suspected allergic reaction to a drug product, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.